Manufacturer narrative:
Once the device has been received and evaluated a supplemental MDR will be filed.

Event description:
Per the information provided, during the procedure a piece of the microtip broke off and became stuck in the patient. The piece was retrieved and a second device was used to complete the procedure. There was no harm to the patient.